Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces .device was monitored in the oven for several days and no button error alarm or unexpected noise noted. No number ramping noted. The device was received with scratched lcd window, cracked reservoir tube lip,scratched reservoir tube window and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 85 mg/dl. Troubleshooting was not performed. The device was returned for analysis.